Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally it was reported that the wake button was unresponsive. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.